Event description:
Foley catheter balloon tested prior to insertion. Saline flush "popped" off syringe port. Syringe removed, placed again with tighter seal to port. Foley balloon then able to be fully inflated. Once inserted in patient, the seal around balloon port sprayed saline as it was being injected to inflate balloon. Foley cath d/c and new cath placed without incident. Diagnosis or reason for use: labor and delivery.